Manufacturer narrative:
Retainer ring = clear on (B)(6) , 2021 the customer alleged pump went blank and was hospitalized for low blood glucoses. Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. Pump monitored for several hours and no blank display noted. Thus and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. Several power related alerts were found in the history file near the event date: low battery alert [(B)(6) 2021 00:17], change battery fault alert (B)(6) 2021 09:48], battery removed alert [(B)(6), 2021 10:12, 10:57, 11:07], battery out limit alert [(B)(6) 2021 11:08, 11:09]. However, insulin pump received with a high sleep current measurement and pump error 63 alarm during the self test. Checked the insulin pump history for pump error 63 alarm and found no alarm which seems that the customer did not received the alarm during the time of use. Redownloaded the pump history to thus again and found pump error 63 alarm. Device was cut open to perform visual inspection, the battery tube connector plugged in properly to j7/pcb 1 and found no moisture or component damage on the electronics, motor, battery tube and vibrator. Used a test keypad or case and perform the self test and pass. Also perform the sleep current measurement and pass within specification. Peeled off the keypad overlay to perform visual inspection and found u1 pin 6 and 2 broken solder. Resolder u1 pin 6 and perform the self test and pass. Also perform the sleep current measurement and failed (8.5ma). Upon resoldering u1 pin 2, the u1 crack slightly on pin 1 which unable to continue the analysis. In conclusion, pump error 63 alarm due to broken solder joint on u1/pin 6 and the high sleep current measurement suspected to be the keypad assembly. Device received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and serial number label fading. Unable to verify customer alleged for low blood glucoses. Blank display not confirmed. Pump error 63 alarm during testing confirmed due to broken trace. High sleep current isolated to the keypad / case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device monitored for several hours and no blank display noted. Thus and care link software was utilized and downloaded trace/history files properly. However, pump received with a high sleep current measurement and pump error 63 alarm during the self test. Checked the pump history for pump error 63 alarm and found no alarm which seems that the customer did not received the alarm during the time of use. Redownloaded the device history to thus again and found pump error 63 alarm. Device was cut open to perform visual inspection, the battery tube connector plugged in properly to electrical board 1 and found no moisture or component damage on the electronics, motor, battery tube and vibrator. Used a test keypad or case and perform the self test and pass. Also perform the sleep current measurement and pass within specification. Peeled off the keypad overlay to perform visual inspection and found pin 6 and 2 broken solder. Resolver u1 pin 6 and perform the self test and pass. Also perform the sleep current measurement and failed (8.5ma). Upon resoldering u1 pin 2, the u1 crack slightly on pin 1 which unable to continue the analysis. In conclusion, pump error 63 alarm due to broken solder joint on pin 6 and the high sleep current measurement suspected to be the keypad assembly. Device received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay and serial number label fading. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that customer were hospitalized due to high blood glucose level and diabetic ketoacidosis due to the pump stopped working on unknown date. Customer¿s current blood glucose level was 498 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported that they had symptoms like nausea and vomiting. Customer was assisted with troubleshooting for high blood glucose level. Customer stated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that the display did not returned after insulin pump got restart. The insulin pump will be returned for analysis.